Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 14fr. Esheath was percutaneously inserted into the right femoral artery. A commander delivery system and 23 mm sapien 3 valve were inserted and advanced into the sheath. Resistance was encountered when the delivery system and valve reached the sheath distal end and the valve became ¿stuck¿. The valve was passed through the distal tip by flexing the catheter and rotating the entire delivery system. The valve deployment was completed uneventfully. Upon removal from the patient, the sheath distal tip was observed to be torn laterally. No part of the sheath was observed to be missing. No patient injury or complication occurred. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 6.6 mm with mild calcification and mild tortuosity reported. ¿slight¿ tortuosity in the abdominal aorta without remarkable calcification, was also reported. It was perceived that the valve ¿jammed¿ and damaged the distal tip during the delivery system advancement. The delivery system and esheath were discarded by the site following the procedure and are not available for evaluation.

Manufacturer narrative:
The esheath was discarded at the site following the procedure and was not available for evaluation. Without the device, visual evaluation, functional testing and dimensional testing could not be performed. Images of the esheath post procedure were provided for review. Review of the photographs of the sheath showed damage to the sheath shaft distal tip. A section of the distal tip (around where it is typically scored for opening) appeared to be radially torn with evidence of stretching of the hdpe. Otherwise, the sheath appeared to have expanded as intended. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. A lot history review was performed. The lot history review revealed one other complaint related to ¿sheath shaft ¿ resistance with delivery system, bc¿. The complaint could not be confirmed since the device was not returned for evaluation. No additional complaints relating to ¿sheath distal tip ¿ damaged¿ were found. A complaint history review from february 2017 to january 2018 for the edwards esheath (14fr all expandable sheath models) revealed other complaints for ¿sheath shaft ¿ resistance with delivery system¿ and ¿sheath distal tip ¿ torn¿. The complaint history review revealed 36 other returned complaints for ¿sheath shaft ¿ resistance with delivery system¿. Seven (7) complaints were not able to be confirmed, but no manufacturing non-conformances were identified. Twenty-seven (27) complaints were confirmed. No manufacturing non-conformances were identified in the returned devices and available information suggests that patient and or procedural factors may have contributed to the reported resistance. One (1) complaint is pending engineering evaluation. Review of the complaint history revealed that the occurrence rate did not exceed to january 2018 control limit for the trend category ¿resistance between devices¿. The complaint history review revealed 3 other complaints for ¿sheath distal tip ¿ torn¿. Two (2) complaints were confirmed and potential manufacturing defects (tip under-scoring) were identified. Manufacturing awareness training for this issue had been previously performed on a date after the termination of the respective work orders. No further actions were required. One complaint is pending engineering evaluation. Review of the complaint history revealed that the occurrence rate did not exceed to january 2018 control limit for the trend category ¿tip torn¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During final assembly, the esheath shaft component undergoes multiple 100% inspections. During manufacturing, the esheath tip undergoes multiple inspections. The esheath also undergoes multiple 100% inspections by manufacturing and quality during final inspection. Following sterilization, product verification (pv) testing is performed on devices from each lot following a sampling plan. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of risk documentation revealed that the reported event is anticipated in the risk management file. High push force (resistance) to advance compatible device through the sheath or loader may result in a delay in the procedure. Severity of 2. Improper scoring as a result of the step being performed incorrectly can lead to high insertion force. Severity of 2. Improper scoring can lead to high insertion force. Severity of 2. In this case, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was not able to be confirmed as the devices were not returned for evaluation. The complaint for ¿sheath distal tip ¿ torn¿ was confirmed based on photograph review. However, without the devices, the presence of a manufacturing non-conformance was unable to be identified. Based on DHR review, lot history review, complaint history review and manufacturing mitigation review, there is no evidence to confirm that a manufacturing issue contributed to the reported events. Complaint history review did reveal that a possible manufacturing non-conformance could have contributed to the ¿sheath distal tip ¿ torn¿. This issue was previously investigated and the root cause was determined to be improper scoring at the distal tip, resulting in radial tip tearing and stretching. Although a definite root cause of the reported resistance was not determined, patient factors (vessel calcification, vessel tortuosity), or procedural factors (device wetting, incorrect balloon de-airing, manipulation of the devices) may have contributed to the reported event. Available information suggests a possible manufacturing non-conformance (insufficient scoring of the distal tip) may have contributed to the reported ¿sheath distal tip ¿ torn¿. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.